Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00541, 0001822565 - 2019 - 03051.

Event description:
It was reported that a patient underwent an initial hip procedure on unknown date. Subsequently, the patient was revised due to pain, elevated metal ion levels and loosening. Test shows elevated cocr levels (about 9) and bone scan showed loosening of femoral stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed with images provided. Images of explanted stem and neck were reviewed. Corrosion was observed in the trunnion of the neck. A micromotion mark was also identified on the lateral side of the neck. Marks and damages were identified on the stem. Bone residuals were identified on the porous coating. The inside of the stem is unclear. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.